Event description:
Device malfunction: loss of resistance. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, "the sheath is not long enough to allow the sheath splitter to start splitting the sheath and avoid the tissue tract, causing the vessel locator wings to pull through the arteriotomy prior to clip deployment." Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.